Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user remoted that having issue with screen for device went black. Device with unexpected error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a white screen. A technical support specialist (tss) dialed into the system identified an issue with the biometric identification reader. The tss proceeded to dispatch the case for further review, applied a corrective fix, and verified that the biometric identification reader was functioning properly afterward, and the necessary corrective actions were performed to repair the database, and it was successfully restored. The database was confirmed to be functioning properly after the fix. The system functioned as intended after the technical support specialist troubleshot the issue.